Event description:
The customer observed a falsely depressed methotrexate result for one patient on the tdx/flex analyzer. The following data was provided: initial result = 1 (april 8, drug recently administered, but no specifics about date and time were (B)(6) was high, diluted and ran as 96 and 839 um/l. Repeated at another lab as 926.38 um/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.